Event description:
It was reported that the patient had notable right sided neglect in the early morning hours of (B)(6) 2019. The patient had a computed tomography (CT) scan which showed 100% left sided carotid occlusion. The patient was taken to interventional radiology (ir) for embolectomy. 5,000 units of heparin were given in the carotid artery to dissolve the thrombus. The patient also had a thrombus in the middle cerebral artery (mca). During evacuation the patient sustained an mca dissection and a subarachnoid hemorrhage. The patient was placed on comfort care and expired. Because the patient was on post operation day 1 (pod#1), they were not on a heparin drip at the time of the embolic event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through patient outcome that the patient expired due to stroke. The pump was not explanted. No additional information was reported.